Manufacturer narrative:
The DHR for the lot subject of the event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The endogator irrigation tubing subject of the reported events was returned to medivators for evaluation and confirmed that the area of the tubing that is placed into the pump head was damaged. Additionally, the pump heads were also returned for evaluation and confirmed it to be operating according to specification. After further testing, it was determined that the damage most likely occurred as a result of incorrect placement of the pump tube into the pump head by user facility personnel. The endogator irrigation tubing IFU states,"open the pump head. Place the printed section of the irrigation tubing, where the text "place in pump head" is printed, in the pump head and close. (Note: ensure that the text "place in pump head" is centered, aligned and carefully pulled taut before closing the pump head.) Take care to prevent the connector from touching the ground." No additional issues have been reported.

Event description:
The user facility reported that their endogator irrigation tubing was cracked and leaking. No report of injury or procedure delay.